Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized for diabetic ketoacidosis and had high blood glucose with the pump alarming power error detected. The customer¿s blood glucose level was 530mg/dl at the time of the incident. The customer reported that she is currently hospitalized and had been getting power error detected alarm for past 3 days. The customer had not previously called to report power error detected. The troubleshooting was not completed as the call was disconnected and call back was unsuccessful. The insulin pump will not be returned for analysis.